Event description:
A falsely elevated troponin I result of 8.02 ng/ml was obtained. The result was reported to the physician who questioned the result. The sample was tested again on the same instrument and a result 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequence as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result was problems with the hm wash pumps.